Event description:
It was reported that the pump performed the load sequence without user input while connected to the site; however, the fill tubing issue was not confirmed. The customer's blood glucose (bg) was less than 54 mg/dl. Customer consumed carbohydrates to address bg level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received. No additional event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.